Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 8 months. Manufactures investigation conclusion: the pump was not explanted and was therefore not available for evaluation. A specific cause for the reported infection could not conclusively be determined through this evaluation. A correlation between the device and the reported driveline infection could not be conclusively determined. Infections are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient presented to the clinic on (B)(6)2018 with increased pain and drainage at the driveline site along with redness, tenderness with mild induration. The patient was started on 100 mg doxycycline twice a day. On (B)(6) 2018, culture from the driveline site was taken and resulted positive for stenotrophomonas maltophilia. Speciation was discussed with infectious disease and it was decided that, doxycycline to be discontinued and for the patient to be prescribed minocycline 100mg twice a day. No additional information was provided.

Manufacturer narrative:
Section b5: additional information. No further information was provided.

Event description:
Additional information reported that the patient presented to the clinic on (B)(6) 2018 due to increased drainage at the driveline exit site and presented with some redness and tenderness with mild induration. The patient was started on 100 mg of oral doxycycline and was instructed to stop showering as patient reported to be doing. Cultures from the site came back positive on (B)(6) 2018 for stenotrophomonas maltophilia. Speciation was discussed with infectious disease (ID) and it was reported that the patient is to continue iron, doxycycline and minocycline 100mg by mouth with a full glass of water. Type of treatment included changes to medication to oral antibiotics. The event reported to have resolved on (B)(6) 2019.